Event description:
The customer reported via phone call that the insulin pump had two motor error alarms during bolus. The customer did not recall any significant events leading up to the error alarms. Blood glucose levels at the times of the incidents were 138 mg/dl and 130 mg/dl. The customer did not wish to have the insulin pump replaced and was advised to monitor the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.